Event description:
It was reported that this lead exhibited high pacing impedance. There was no further information provided regarding whether the impedance measurements were out of range or not. Further information was requested. The lead remains in service. No adverse patient effects were reported. Additional information provided indicates this lead was located in the right atrium (ra) and it exhibited high out of range pacing impedance measurements over a lot of months. Reportedly, the physician performed troubleshooting steps by himself and the decision was made to surgically abandon this lead and replace it with a non-boston scientific product. It was noted that the device system is working as expected after the lead replacement. No additional adverse patient effects. The lead is not expected to be returned as it was surgically abandoned and remains implanted.